Event description:
It was reported that the patient's vns was explanted on (B)(6) 2015 and that the patient is not being re-implanted.

Event description:
It was reported that the patient has "rubbed his neck to the point that the lead is protruding from his skin". The patient has done this before and had to return to implanting surgeon, to have it revised; reported on MFR. Report # 1644487-2014-00312. Good faith attempts for further information from the physician were unsuccessful. Although surgery is likely, it has not occurred to date.